Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria.¿ we are unable to confirm or determine the root cause of the reported issue. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s908usqs8gyl1 hardware: sm-s908u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 325mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient reported feeling pain at the infusion site and that the cannula had dislodged. Additionally, insulin was noted to be leaking from the pod site. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. A leak test was conducted successfully, no leaks were observed.